Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another coyote balloon catheter. No patient complications were reported.